Event description:
Power leakage from the side of the pencil near the electrode connection caused a secondary burn tothe hip.the electrosurgical unit was tested after the incident and was found to be operating properly. The pencil must be evaluated by the manufacturerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.